Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that it was unable to duplicate the issue. The firmware was reloaded. The system passed mechanical tests, imaging modalities and system inspection. The unit was operational. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Through functional testing which included visual/physical examination, it was able to duplicate the issue of "pendant intermittently responding." It was confirmed that buttons, x-ray tube/detector orbital rotation, field of view, store image and flip image buttons were intermittent, hard to press. Visual inspection confirmed lamination on multiple locations on the pendant. Analysis found that the reported event was related to a physical damage issue.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the buttons on the pendant intermittently respond when being pressed.